Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was some increased capture threshold and increased pacing impedance noted on the left ventricular (lv) lead. The lv lead was capped and replaced to resolve the event and the patient was in stable condition.